Event description:
It was reported that during a resection procedure, the device didn't cut, resulting in a tear of the colon. The procedure was completed by hand-suturing. There was no pt consequence.